Event description:
It was reported that this pacemaker was found to be in a safety mode status resulting in syncope experienced by the patient. The patient was subsequently hospitalized. The patient was also noted to have experienced a concussion during the syncopal event. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.